Event description:
Pt submitted information to vistakon by email: product caused a tear on pt cornea, pt had to have surgery on one eye at the cost of $2,000." Multiple attempts made to contact pt without success.